Event description:
The device was used during a bowel resection procedure. Reportedly, the staples did not form properly and there was tissue hang up and bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.